Manufacturer narrative:
Development of pain at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation.

Event description:
It was reported that the user experienced pain at the insertion site, with no additional symptoms and no association with tegaderm or steri-strips. The condition has remained unchanged since its onset. The user's healthcare provider is aware of the issue, and no medication was prescribed. The user confirmed plans to have the sensor removed by their inserting healthcare provider. Despite the issue, system data remains up to date.